Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical canada evaluated the device and the reported malfunction was not replicated or confirmed. The device was tested by bench handling, power cycling, and internal inspection of all cables without duplicating the customer's report. It is important to note the device had extensive damage to the left side of the display and compact flash card reader. The device's color lcd display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.